Event description:
The field installation specialist (fis) reported that he injured himself while installing the cobas 6000 e601 module. While lowering a leveling castor, his wrench slipped off the nut causing him to hit his elbow on a piece of sheet metal causing a small cut. He was treated by a physician in the ER. The cut required four stitches and the fis also received a tetanus shot. He was treated, released then immediately went back to work. He stated he is currently fine and it was a minor cut with no side effects.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Further clarification was received from the field installation specialist (fis). He stated the piece of sheet metal which cut him was on the bottom right hand corner by the handle at the bottom of the e601. He stated there was a sharp corner that stuck out from under the instrument. He stated he was trying to turn the height adjuster roller casters on the e601 with a pair of channel lock vise grip pliers.

Manufacturer narrative:
The investigation determined the event was caused by sharp edges on the module frame bottom and casters which were fastened too tight. All edges on the bottom side of the analyzer will be rounded for all cobas e601 modules from serial number (B)(4) onwards.